Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on via both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Manual and preset simulation tests were conducted to simulate multiple patient condition scenarios and no product performance issues were identified related to spo2 and pulse rate measurement accuracy. The customer's complaint regarding battery capacity was duplicated as the battery was charged overnight and failed to hold an adequate charge.

Event description:
The customer reported the battery will run out of charge an hour after use and o2 reading sporadically changing, sometimes it is high sometimes low. No patient impact or consequences were reported.